Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power. It was noted that the battery compartment was cracked and the battery cap was not able to be tightened securely to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/11/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2015 with the following findings: during investigation, a visual inspection of the pump revealed that the battery compartment was damaged. The returned battery cap and test cap were not able to secure tightly to the pump. The pump was not able to power on due to damage to the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.